Event description:
It was reported that after a surgical procedure at the user facility, the device was turning on and off by itself. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
It was reported that during the device evaluation at the manufacturer facility, the device caused a bias current warning to be displayed on the console. During the device evaluation, the sockets were found to be damaged, which was identified as a probable cause for the device running without user activation and causing a bias current warning to be displayed on the console.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that after a surgical procedure at the user facility, the device was turning on and off by itself. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.